Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative to laparoscopic subtotal gastrectomy, the patient was hospitalized for staple line leak. The patient was re-operated to resolve the issue.